Event description:
The manufacturer received information alleging a ventilator would not pass testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation at this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.